Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms and a decrease in flow to 0 liters per minute (lpm) was confirmed through the evaluation of the submitted log files. A specific cause for the reported events could not be determined through this evaluation. The controller event log file contained relevant events from 28jul2023 through 12aug2023. On 12aug2023, a sudden decrease in flow to 0 lpm was observed which activated a low flow hazard alarm. Flow values did not recover, and the alarm persisted throughout the remainder of the file until the driveline was disconnected, consistent with the reported controller exchange. Additionally, corresponding decreases in pi and motor power values were observed during this time. No other notable events or alarms were captured. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, rev. D, are currently available. The IFU addresses all pump parameters. The IFU states that power and flow generally retain a linear relationship at a given speed. Decreases in flow cause a corresponding decrease in power. Section 1 and section 4 of the IFU, ¿system monitor¿, state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Section 1 further states that under otherwise stable condition, a significant drop in pi value may indicate a decrease in circulating volume. Section 4 of the IFU describes the pump flow display and the hazard alarm and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients (document #10012387, rev. A) and clinicians (document #10012388, rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, ¿patient care and management¿ (under ¿blood pressure measurement¿), states that adequate therapy for post-implantation hypertension should consistently maintain the mean arterial blood pressure below 90 mmhg. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s flow decreased to 0 lpm, with a decrease in pi and power values, despite an appropriate mean arterial pressure (map). Log file review confirmed a sudden drop in flow from the baseline of 3.5 liters per minute (lpm), to 2.3 lpm, then 1.9 lpm, and then to zero over about a ten second period. It was also noted that the pump power dropped from 3.4 watts (w) to 2.6w during this time. The patient was reportedly asymptomatic, and it was noted that the pump was on and running during these events. The patient was placed on battery power with no improvement, so a system controller exchange was conducted. Immediately following the system controller exchange the patient¿s flow values returned to baseline and the alarms resolved. A specific cause for the observed low flow alarms was not identified.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2023-06184. It was reported that the patient had low flow alarms on (B)(6) 2023. The pump eventually alarmed for zero flow, but the patient was asymptomatic, and the pump was running. The patient was then put on battery power, and nothing changed. The system controller was then exchanged, and the alarms resolved. The patient's flow and pump parameters returned to normal..